Event description:
The customer reports that when they pressed the exposure switch, the system didn't take an exposure right away. They also reported a problem where the right monitor was darker than the left monitor. They were able to complete the case.

Manufacturer narrative:
.